Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the event could not be replicated based on the available information. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) was power cycling (audible beep) about 3-4 min upon booting it up. The site confirmed that the o-arm system was plugged in overnight and that the power issue has been isolated to the ias. There was no patient present.